Manufacturer narrative:
(B)(6) 2018 - we were notified that this lead was oversensing, not undersensing. The device problem code has been corrected. The device is currently not available for analysis. No conclusion can be drawn at this time. The investigation will be re-opened should additional data become available.

Manufacturer narrative:
(B)(4)

Event description:
This ra lead was explanted and replaced due to undersensing.